Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2019-00875.

Manufacturer narrative:
Model number and device information is unknown at this time for the primary and concomitant devices. Implant date for concomitant device: (B)(6) 2015.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2019-00875. It was reported the patient experienced high impedances due to fractured leads. To address the issue, the physician plans to explant the drg system.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2019-00875. Follow up information identified the physician explanted the drg system on (B)(6) 2019.